Event description:
It was reported, the camera head main body connecting section was damaged, the video connector was cracked. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Although the evaluation confirmed the customer's allegation, the investigation could not determine the exact cause of the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Instruction for use (IFU), it states: the following is described in the "precautions" section of the instruction manual "for safe use and handling and general precautions": ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.